Event description:
Sales rep called to report for the customer that the front of the hand piece and the wire melted and detached at the tip during use in an adenoidectomy procedure.

Manufacturer narrative:
(B)(4). Device is not available for return and inspection. (B)(4).